Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
Surgeon reported when attempting to create a corneal pocket, he experienced a portion of untreated corneal tissue (vertical gas breakthrough) near the intersection of the pocket bed and the connector (tunnel). Reporter indicated he was able to manipulate and dissect the area and complete the case without further concern.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The root cause could not be identified. The manufacturer internal reference number is: (B)(4).